Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote support engineer (rse) talked to the customer and confirmed the speaker needed replacement. The rse arranged for a replacement speaker to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to solve the reported issue. The device remains at customer site. The investigation concludes that no further action is required at this time.